Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room (ER) with episodes of dizziness. The right ventricular (rv) lead was found to have intermittent capture and variable pacing thresholds. The lead was revised and attempted to be repositioned four times but was abandoned due to inadequate thresholds. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The outer the insulation breach is likely the cause for the intermittent capture and thresholds complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.